Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The ICU staff nurse noticed the scd machine alarming. She checked the sleeve and unit and could not determine the cause of alarm. She went to check the socket and gave the plug a wiggle to confirm it was plugged in properly. She then received an electrical shock. The machine has a black scorch mark on it from the incident. The customer reported the nurse is (B)(6) pregnant. She was brought to (B)(6) hospital after the incident and mother and baby are fine.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.